Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product" and rupture. Device remains implanted.

Event description:
Healthcare professional reported for left side exchange from textured to smooth due to concern with the product as well as rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.